Event description:
A consumer reported that she used this product directly in her eyes and now she is having a hard time seeing. The reporter did not provide an address, attempts to follow up via telephone have been unsuccessful, therefore, follow up was not able to be conducted.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add¿l info was requested on 04/19/2012 and 04/20/2012 by phone. The reporter did not provide an address, attempts to follow up via telephone have been unsuccessful; therefore, follow up was not able to be conducted. (B)(4).